Manufacturer narrative:
The reported event of telemetry anomaly and was confirmed. Upon receipt the device was unable to communicate due to low battery voltage. Low battery voltage was due to premature depletion from high current consumption consistent with the telemetry anomaly. The cause of the telemetry anomaly and premature depletion was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the bluetooth (ble) circuitry.

Event description:
During an in clinic follow up, the device was unable to be interrogated using bluetooth (ble) and inductive telemetry. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.